Manufacturer narrative:
D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on (B)(6) 2024 with a nasal sample. The patient went to the emergency department after feeling unwell with covid symptoms after the ID now test was performed. Pcr confirmation testing (sample type unknown) was performed at a hospital on the same day and generated a positive result. After the pcr test the patient received treatment. The consumer confirmed there was no patient harm due to the test results.

Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on (B)(6) 2024 with a nasal sample. The patient went to the emergency department after feeling unwell with covid symptoms after the ID now test was performed. Pcr confirmation testing (sample type unknown) was performed at a hospital on the same day and generated a positive result. After the pcr test the patient received treatment. The consumer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m831179 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000 / lot m831179 and test base part number 192-430 / lot m831179. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m831179 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.